Manufacturer narrative:
The investigation has determined that imprecise, false positive vitros anti-hbs (ahbs) results were obtained from a non-vitros l1 accurun negative quality control (qc) fluid using the vitros ahbs reagent lot 8770 on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the discordant higher than expected reactive vitros ahbs results could not be determined with the information provided. Within run precision testing performed over the period of this investigation was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, neither a reagent or an instrument issue can be completely ruled out as a potential contributing factor based on the imprecise negative qc fluid results obtained by the customer. Qc fluid sample handling is an unlikely contributor to the event as all other assays processed with the same negative fluid on the same days resulted as expected. (B)(6).

Event description:
The investigation has determined that imprecise, false positive vitros anti-hbs (ahbs) results were obtained from a non-vitros l1 accurun negative quality control (qc) fluid using the vitros ahbs reagent lot 8770 on a vitros 3600 immunodiagnostic system. Accurun 810 lot 10568086 results of 12.8 and 15.8 miu/ml (positive) versus the expected result of negative biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant reactive vitros anti-hbs qc fluid results were from non-patient fluid and were not reported out of the laboratory. There was no indication that vitros anti-hbs reagent lot 8770 malfunctioned in any way. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and (B)(4).